Event description:
It was reported that system 9900 appeared to be producing uncommanded x rays while not producing a fluoro image. There was no adverse patient involvement reported. Only the patient name was reported and that has been recorded as an initial.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. Due to safety interlock design the system could not have been producing x rays although audible and visual indicators may have indicated otherwise. As a preventative measure the fluoro function and system interface circuit boards were replaced. The system was tested and found to be working as intended and placed back into service.